Manufacturer narrative:
(B)(4). Other devices used: catalog #00632004828, trilogy longevity crosslinked poly liner, lot #60468570; manufactured by zimmer inc. (B)(4). Catalog #00620004820, trilogy shell with porous holes, lot #60586280; catalog #unk, unknown zimmer femoral stem, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported the patient is alleging harm caused by the device, however the nature of the harm is unknown at this time.

Manufacturer narrative:
The device history records review for lots 60468570 sub lot 60474733, 60499745, 60586280, documentation indicates the devices have been manufactured, inspected, sterilized and packaged in accordance to the zimmer quality procedures at the time of manufacture. The device history records review for part 00902602800/ lots 60468570 sub lot 60474733, 60499745, 60586280 identified no deviations or anomalies. These units were released to distributor with no deviations or abnormalities. The device was not received; therefore a product evaluation could be performed. This device is used for treatment. The following components were reviewed for compatibility with no issues noted: fem hd 28mmdia sht nk pn #00902602800 / lot #60499745 and trilogy xlpe 20 deg poly liner 48x28 pn #00632004828/ lot #60468570; trilogy xlpe 20 deg poly liner 48x28 pn #00632004828/ lot #60468570 and trilogy acetabular system shell with holes porous pn# 00620004820 / lot # 60586280. The information provided is insufficient to perform a compatibility check for fem hd 28mmdia sht nk pn #00902602800 / lot #60499745 and warsaw hips - implant / warsaw generic hips - implant / unk femoral stem. The complaint history review identified no complaints for pn #00902602800 / lot #60499745 combination. Primary surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined for alleged harm caused by the device with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.